Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to evaluate the iabp for the reported unit was not holding helium and the mechanical gauge on the cart is showing empty. The fse located the unit and confirmed that the mechanical gauge was showing in the red/empty. The fse went to change out the current helium tank and found that the current tanks were full but they were not locked into place or opened/turned on. The fse locked the tank into place and turned the knob to allow gas to flow. The mechanical gauge instantly went to full/green. The fse informed the staff of the issue and showed them how to properly change out and install a new helium tank. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine checks it was observed that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. There was no patient involvement, and no adverse event reported.

Event description:
N/a.